Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
When removing the turbohawk to clean for the second time, the nosecone of the device separated from catheter in sheath. The physician rewired the vessel, removed the sheath with nosecone inside, and placed another 7f sheath up and over. They used another turbohawk to complete the case.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.